Event description:
It was reported that the user, in the early learning period after starting the ilet pump, experienced a hypoglycemic event with a blood glucose of 52 mg/dl, without associated device alarms or alerts, and received education on pump adaptation and potential nighttime target adjustments if lows persist. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrates and return to range at 162 mg/dl, with no hospitalization. Investigation included troubleshooting and user education by support personnel. Investigation of this case revealed no device malfunction or component issue identified and the event was assessed as cause unclear in the context of early pump adaptation. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.